Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, there is no indication to suggests a lot specific product quality issue. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A 5.0 x 200 mm armada balloon catheter (bdc) was advanced to the target lesion. However, during an attempt to inflate the balloon, the balloon did not hold pressure due to a leak was observed at the sidearm. Saline and contrast mixture was leaking from the sidearm port at the connection point. The bdc was removed and the procedure was successfully completed with another unspecified bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.